Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The patient condition is fine. No other events reported. A manufacturing record review was completed no related non-conformances were noted. Case details were reviewed. Patient underwent cto pci procedure of the rca vessel. An r350 guidewire was used in the case. Patient developed a small intra septal hematoma. Per IFU, it identifies hematoma as potential adverse effects that may be associated with the r350 guidewire. No device was returned to vsi/teleflex for investigation. It is unknown if any damage was present on the guidewire during use that could have caused the event. Account stated that cause of the hematoma was due to the r350 guidewire being removed from the septal too quickly. No fluoroscopy images or angiograms were shared by the account. The issue was treated with intracoronary coils (i.e. Coil embolization procedure with 2.0 x 6 and 4.0 x6 coils). Decrease in flow was observed. Angiography was performed post coil deployment. No further enlargement of hematoma was observed.

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during a study case, following retrograde cto pci of the rca, patient developed a small intraseptal hematoma which was noted on angiography but not via echocardiogram. Treated with two intracoronary coils with decrease flow noted. Patient was observed in the cath lab for an additional 20 min. Post-coil deployment with repeat angiography showing no further enlargement of the hematoma. Site states that the cause of the hematoma was due to the r350 externalization guidewire (study device) being removed from septal too quickly.